Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged few weeks post implant procedure. The lead was repositioned. Exit block was reported. The lead exhibited high threshold and r wave amplitude variation. Since (B)(6) 2019, the patient complained of syncope. The lead exhibited intermediate loss of capture. The patient presented for lead repositioning procedure on (B)(6) 2019. During the procedure, the set screw in the device was stuck and despite multiple attempts, it was difficult to remove the atrial and right ventricular leads. Same issue was noted with both the leads. The device, atrial and right ventricular leads were explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.